Manufacturer narrative:
(B)(4). Batch #: unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Per photographic evaluation: 4 photos were received. The 1st, 2nd, 3rd, photos show evidence of malformed staple. The 4th photo shows a tissue outside of the patient. Based on the photos reviewed, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Event description:
It was reported that during a sleeve gastrectomy, after releasing the stomach and applying the first ecr60g refill to the antrum, the surgeon changed the reload in the usual way and used ecr60d. The echelon stapler applied the staples of this reload, but tore the fabric with its sharp blade without ensuring a staple line. The surgeon believed that this was a refill problem. He applied a second reload, but the problem persisted. A new stapler was used to complete the case. There were no patient consequences reported.